Manufacturer narrative:
Correction to section d:4 reported as unknown lot number was updated to the reported lot number 921322x.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the monoject syringe had a hole in the barrel and the chemo hazardous drug was shooting out of the hole.